Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 22 devices were evaluated in the field and the issue was confirmed; 9 devices had broken/damaged components and 18 had wear issues. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 22 malfunction event(s), where it was reported the brakes would not hold. There was no patient involvement.